Manufacturer narrative:
Customer reported a smoke from the unit. Iris field service engineer (fse) found the backplane board and ssmb board burnt. The boards were replaced, but the issue was not resolved. A new replacement instrument was sent to the customer. No injuries and no visible flames were reported and the fire department was not called.

Event description:
Customer reported a smoke from the unit.